Event description:
It was reported that the atrial lead exhibited noise and insulation anomaly. The lead was explanted and replaced during a routine device change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a partial lead, the distal portion was received. An insulation abrasion was noted at 1.5 cm from the distal tip, which could have caused the reported noise.